Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k021819.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter read inaccurately high compared to his feelings and another device. The complaint was classified based on the conversation the patient had with the customer care advocate (cca), since the patient was unable to be reached by phone for a follow-up. The patient reported that he began to obtain inaccurate high blood glucose readings approximately 3 weeks prior to contacting lfs. The patient reported that on the morning of (B)(6) 2011 he obtained a high blood glucose reading of "544 mg/dl" with the subject meter. The patient claimed he retested shortly afterwards and obtained blood glucose readings of "441, 212, 213, and 209 mg/dl" performed within a few minutes of each other. The patient reported that he then tested with his backup meter (onetouch brand) and obtained a reading in the "190s mg/dl". Based on statistical methodology, the calculated difference of these glucose results exceeds lfs' expected values. The patient informed the cca that he manages his diabetes with insulin and adjusts his doses based on his blood glucose readings. In response to the high blood glucose readings the patient claimed he was taking an increased dose of insulin (type and amount not known). The patient reported that on the evening of (B)(6) 2011 he went to the emergency room after developing "low blood sugar" symptoms which were feeling shaky, like if he was going to pass out and developing cramps. The patient claimed he was treated with IV glucose in addition to food and/or drink while in the ER. It is not known when the patient tested with the subject meter prior to the onset of symptoms and visit to the ER. At the time of troubleshooting, the cca noted that the patient did not have control solution available to test the subject meter or test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.